Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6) 2009. According to the complainant, the patient experienced pelvic pain, groin pain, leg pain, inability to sit, persistent infections, incontinence, mesh extrusion, difficulty with bowel movements, and dyspareunia (specifics unknown). Reportedly, the patient underwent additional surgery performed by dr. (B)(6) at (B)(6) hospital on (B)(6) 2011 in an attempt to remove the mesh. However, dr. (B)(6) was only able to remove part of the mesh because pieces had eroded into patient's muscle tissue and attempting to remove them could cause nerve damage to the patient. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.